Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.